Manufacturer narrative:
All buttons functioned properly and no button error alarms were noted.

Event description:
It was reported that the insulin pump alarmed button error, twenty-five minutes prior to the phone call. The customer's blood glucose was 107 mg/dl. The customer stated that the device might have gotten moisture from the humidity from outside. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.